Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "this is a single use device. Do not re-sterilize any portion of this device. Periodic observation of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed."

Event description:
It was reported that the foley catheter was completely clogged. Flushing the catheter reportedly did not help. No patient injury was reported.

Event description:
It was reported that the foley catheter was completely clogged. Flushing the catheter reportedly did not help. No patient injury was reported.

Manufacturer narrative:
Lot 7m02816 was manufactured on (B)(6)2017 in the convex 2 pc building 8 line with a total of 7,575 market units. A batch record review on (B)(6)2019 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom bill of materials (bom) and all the tooling information documented was also correct, under international commodity code 413180, material identification (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. No photograph associated with this case and no unused return sample was expected. The purpose of this investigations was to determine the root cause associated investigation wafer disc decentralization, complaint malfunction code ost-pmc1.8 (skin barrier starter hole is defective, e.g. Misalignment or off center, leakage may occur), for lots manufactured in convex 2 pc building 8, haina, d.r. It was determined the following root causes and opportunities: due to the fact that the occurrence of this failure mode is not constant, it has peaks of occurrence during the process, it is observed that the actual testing method (random hourly sampling) may not captured effectively the defects prior to packaging, so it is suggested the implementation of a continuous testing method to anticipate to all of the peaks. A certification of the operators who have direct influence due to the ¿flange/wafer loading¿ process in the operation they are executing should be considered in order to reduce the learning curve effect in process and guarantee the training effectiveness. This should be performed in conjunct with the quality inspector, process engineer of such line and the supervisor. It is considered that due to the observations registered, machinery is the root cause of this incident. It is concluded that all the machinery/ tooling items complied when compared against drawing and procedural instruction specifications, however due to the demands of the process, these tooling require a dimension modification to reduce the variability of the process. The following observations are: misalignment of the wafer loading pins. Misalignment of the upper wafer loading plate. Fixation of the upper wafer loading plate and lower wafer loading plate. Actions will be taken for each factor and are going to be summarized on corrective action / preventive actions (CAPA) plan. Actions covered in this investigation will be implemented in convex 2 pc building 8 inside convatec d.r., except for automatic convex 2 pc, because the design and functioning of this machine is different. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).